Event description:
The following has been reported: "hello, we need to replace the parts: z178381 asp sav square. Z179590 power supply board (sp & vp). We have error code 18-004 which appears a few seconds after startup. The device still displays power connection even though the device is plugged in. The power cord is intact." Error code 18 is identified by the technical manual as being an ac power presence issue. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.